Manufacturer narrative:
Nuvasive reference (B)(4). A specific device has not been identified that would allow a detailed functional investigation. A malfunction is not known to have occurred and no root cause has been identified. An apparently extended nerve retraction period occurred during surgery. Should additional relevant information become available a subsequent report will be filed.

Event description:
Report was received of an injury following involving the (B)(6); the injury was reported to have occurred due to extensive nerve retraction. There was post-operative motor function loss in the patient's ankles and some sensory function loss on the plantar and dorsal aspects of his feet. Permanent damage has been alleged in the lower extremities.